Manufacturer narrative:
(B)(4). The customer reported the event set was discarded. The report of the set separating could not be confirmed.

Event description:
The customer reported that the set separated at the area where the tubing enters the proximal port. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.